Event description:
A malfunction was reported with the pump, identified by the malfunction code "malf 1," and it was determined that the issue did not have an adverse impact on the customer¿s blood glucose level. Tandem technical support (cts) decided to replace the pump as it could not be reset. The customer was advised to use a backup insulin pump to ensure continued insulin delivery and received guidance on the necessary steps for returning the malfunctioning pump. The replacement pump, equipped with updated software, was sent to the customer, who was informed of the necessary procedures to set up and connect the new device.